Event description:
A hospital in (B)(6) reported that the gas outlet port of an rd900 neopuff infant resuscitator is broken. No patient consequence was reported.

Event description:
A hospital in (B)(6) reported that the gas outlet port of an rd900 neopuff infant resuscitator is broken. No patient consequence was reported.

Manufacturer narrative:
(B)(4). The complaint device has been returned to our regional office in (B)(4). Investigation is anticipated. We will provide a follow up report upon completion of our investigation.

Manufacturer narrative:
(B)(4). Method: the complaint perivent has not been returned to the manufacturer. It has been visually inspected by a fisher & paykel healthcare service engineer at our regional office in (B)(4). Photographs of the complaint perivent has been provided to the manufacturer by our regional office. Results: visual inspection revealed the gas outlet port to be broken, confirming the reported fault. A lot check revealed one other similar complaint for this lot number. Conclusion: the neopuff/perivent is a portable, reusable device used to assist in the delivery of respiratory breaths to infant until adequate spontaneous breathing occurs. Being a portable device, the neopuff can be susceptible to impact damage, for instance when accidentally dropped or subjected to considerable external force. It is most likely that the damage to the neopuff gas outlet port was due to impact. The neopuff technical manual states the following: "dropping the neopuff/perivent infant resuscitator or other similar forms of impact may cause damage resulting in incorrect operation of the unit. If you suspect damage to have occurred, please perform checks as outlined [in the manual] before connection to a patient." The fascia and valve system of the complaint device has been replaced. The unit was returned to the healthcare facility after passing all performance tests.